Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired scissored clips on the second, fourth and every firing after that. No clips fell into the patient. Another device was used to complete the procedure. No adverse consequences reported.